Event description:
A report was received that the patient underwent an explant procedure due to back pain. The patient had lost weight (not device related) and was experiencing pain with stimulation. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to back pain. The patient had lost weight (not device related) and was experiencing pain with stimulation. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 lim, 70cm.

Manufacturer narrative:
The ipg passed visual, electrical and performance tests done. The ipg exhibits normal device characteristics. The damage to the leads was a result of a typical explant procedure and it is not considered a failure.